Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system would not fully boot up. There is no report of injury or death associated with the event described in this complaint.